Event description:
It was reported that the home choice (hc) overfilled the home patient (hp) and they felt full during therapy. The technical service representative (tsr) reviewed the programming of the device. The program was continuous cycling peritoneal dialysis, the total volume equaled 9.5l and the fill volume (fv) equaled 1.5l. The tsr reviewed the therapy log from the previous day. The total ultra filtration (uf) equaled 778ml, the cycle five uf equaled 389ml, the cycle four uf equaled 133ml, the cycle three uf equaled 337ml, the cycle two uf equaled -178ml, and the cycle one uf equaled 97ml. The tsr reviewed the therapy log from two days prior. The total uf equaled 1327ml, the cycle five uf equaled 257ml, the cycle four uf equaled 397ml, the cycle three uf equaled 1028ml, the cycle two uf equaled -108ml, and the cycle one uf equaled -175ml. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Although the increased intra peritoneal volume (iipv) event was confirmed in the event logs, the problem was unable to be duplicated during sample evaluation. The cause of the issue was determined to be one or more cycle advances to the next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A short therapy was performed on the device successfully. The reported issue was confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted